Manufacturer narrative:
Method: device not returned. Results: not able to evaluate as product not returned. Conclusions: inconclusive as no eval performed.

Event description:
The tip of the pen was too sharp and it cut the neck of the patient.